Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. An endurant aui stent graft system was implanted for the endovascular treatment of an abdominal pre-operative rupture. It was reported that the patient presented emergently with a rupture case. The aneurx stent graft system was implanted approximately ten years ago. The physician had been following this patient for a persistent type ii endoleak from the lumbar arteries. A pre-operative CT scan showed the stent graft was approximately 1 cm below the renals, a type I endoleak, and serum were present in the sac. The migration and type ia endoleak was due to neck dilation and disease progression. Angiography was taken prior to the intervention and showed no endoleak, but did show a stent fracture on the ipsilateral limb of the main body. An endurant ii aui 36x14x102 was placed over the renal arteries and below the sma. The physician opted to cover the renal arteries because the patient was already on dialysis for renal failure. Subsequent limbs were placed, 16x16x124 and 16x16x82, down to the left hypo gastric artery. Angiography post reliant balloon dilatation showed a type I endoleak. A 36x36x49 endurant ii cuff was placed within the aui, re-ballooned, and the type I endoleak resolved. Two 20 mm plugs (other manufacturer¿s device) were placed in the right common iliac, one above the visible stent fracture and one below. Retrograde injection revealed a seal. The physician performed a fem-fem bypass and the patient left the or in stable condition. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (migration, aneurysm rupture, endoleak, vascular bypass). Patient¿s condition affected effectiveness of device (type ii endoleak, disease progression; neck dilatation). (Lack of information, unknown cause of the event stent fracture). Conclusion: inherent risk of a procedure (migration, aneurysm rupture, endoleak, vascular bypass). Device failure/lack of effectiveness related to patient condition (type ii endoleak, disease progression; neck dilatation) 68 other (lack of information, unknown cause of the stent fracture).